Event description:
It was reported that the patient came to the emergency department with shortness of breath and symptoms of congestive heart failure. A remote monitoring transmission was performed and the atrial lead was noted to have undersensing, high threshold, and possible loss of capture. The patient was noted to be admitted and had a "pacemaker" repair and catheterization. Attempts to gain additional information about the "pacemaker repair" were not successful. Approximately one week later, the patient came to the emergency room with dizziness and shortness of breath. A remote monitoring transmission was performed and the ventricular lead was noted to have possible loss of capture. The atrial lead was also noted to be a maximum output. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead (B)(6) 2014. (B)(4).